Manufacturer narrative:
This report is filed august 23, 2016.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 (specific date not reported) due to a neurological disease. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report august 03, 2016.